Manufacturer narrative:
(B)(6). On 01/05/2016 a medtronic representative, following-up at the site, confirmed the surgeon did not attempt to take a sample with the damaged needle.return requested for suspect biopsy needle. Medtronic investigation of returned suspect device finds that the biopsy needle was received with blood contamination. As reported, the sphere assembly is no longer solidly attached to the biopsy needle. The spheres can be moved up and down the needle changing the geometry of the instrument. Pieces loose - physical damage.

Event description:
A medtronic representative reported that while in a cranial biopsy procedure, the surgeon alleged that the biopsy needle was damaged and the spheres moved. The surgeon was inserting the biopsy needle and used "excessive" force to insert the needle. At that time the spheres moved and it indicated the biopsy needle was farther than it actually was in the software. A new biopsy needle was brought in to be used in continuing the procedure. The surgeon obtained a positive sample with the new biopsy needle. Delay in therapy was 10 minutes. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.